Event description:
The customer reported to baxter a crack at the connection between the continu-flo and the stopcock with this clearlink modular solution set with stopcocks. This crack or broken condition occurred at the proximal location of the male luer lock. This incident occurred before use. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
This device has not yet been received for evaluation. Should the set be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available. (B)(4).

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.